Manufacturer narrative:
(B)(4). The reporter provided physio-control with a photograph of the device's readiness display which confirmed that all three icons were present. A replacement device will be provided. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that while performing the incoming inspection of a device, it was observed that it had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
PMA/510(k)#, of the initial medwatch report indicated: k033275 , PMA/510(k)#, of the initial medwatch report should have indicated: p160012 new information for supplemental medwatch report: code # 1476 - unlabeled physio-control evaluated the customer's device and verified the reported issue. Physio-control also observed that the device would not power on when prompted. Physio-control observed that the device's internal hybrid layer capacitor (hlc) batteries had become depleted, which caused all three icons to appear on the device's readiness indicator and prevented the device from powering on. During testing, physio recharged the internal hlc batteries and observed that they discharged at a normal rate. An internal inspection was performed and no discrepancies were observed. The cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that while performing the incoming inspection of a device, it was observed that it had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.